Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations gate oxide failure.

Event description:
It was reported that the impedance had dropped several times since implantation and that the threshold was slightly higher or varied on the right atrial (ra) lead. It was suspected that the device was depleting prematurely, noted that after 2.5 years, power consumption on the device was abnormal. The patient was brought to the clinic, isometrics and pocket manipulation were performed, and no noise was observed. The ra lead and device were recommended for replacement. The previous implant note stated that the original implant was difficult and that they moved the atrial lead 7 times to be able to find a spot in the atrium that had adequate sensing which they felt was related to the history of sarcoidosis of the patient. When retracting the helix, on the atrial lead, it came back in about 15 turns and was easily removed. The rv lead and device were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the impedance had dropped several times since implantation and that the threshold was slightly higher or varied on the right atrial (ra) lead. It was suspected that the device was depleting prematurely, noted that after 2.5 years, power consumption on the device was abnormal. The patient was brought to the clinic, isometrics and pocket manipulation were performed, and no noise was observed. The ra lead and device were recommended for replacement. The previous implant note stated that the original implant was difficult and that they moved the atrial lead 7 times to be able to find a spot in the atrium that had adequate sensing which they felt was related to the history of sarcoidosis of the patient. When retracting the helix, on the atrial lead, it came back in about 15 turns and was easily removed. The rv lead and device were successfully replaced. No additional adverse patient effects were reported.